Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12501. It was reported that the patient presented in clinic for a follow-up. The pacemaker could not be interrogated. The right ventricular (rv) lead also exhibited fluctuating capture thresholds. Loss of capture was noted on the pacemaker and the rv lead. During this procedure on (B)(6) 2020 the pacemaker was explanted and replaced and the rv lead was capped and replaced. The patient was stable.